Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the patient was brought in for system testing due to a continuance of high shock impedance measurements. A 1.1 joule (j) sync shock was delivered successfully and yielded an impedance value of 89 ohms. Induction testing was then performed and several attempts were utilized as the patient was noted to be difficult to induce. A shock on t induction was performed and a 31 j shock was delivered successfully which yielded a value of 112 ohms. No further changes were made and the system remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. No changes were made and the ICD remains in service. No adverse patient effects were reported.